Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the one of three devices used in the same procedure. Refer to the associated manufacturer report numbers 3005099803-2018-01772, 3005099803-2018-01773 and 3005099803-2018-01774 for the referenced device information. It was reported to boston scientific corporation on (B)(6) 2018 that three lighttrail single use laser fibers were used in a procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was an auriga xl 4007 console. According to the complainant, during the procedure and inside the patient, the laser fiber was used for a few minutes and it was noted that the sma connector of the laser fiber was hot to touch (captured in MFR. Report number 3005099803-2018-01772). A second fiber was used and the same issue occurred (captured in MFR. Report number 3005099803-2018-01773). A third fiber was then used and still the same issue occurred (captured in MFR. Report number 3005099803-2018-01774). The procedure was completed with a different laser console and another lighttrail laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Investigation results: one lighttrail single use laser fiber was received for analysis. Visual analysis revealed that the exposed glass tip measured approximately 1.0 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip detached. There was no damage along the body of the fiber. Visual examination of the fiber face within the sma connector under magnification revealed that there was debris on the fiber face and only a small amount of light was coming through. The condition of the returned device would cause the connector to overheat and emit insufficient energy transmission during ablation thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
Note: this manufacturer report pertains to the one of three devices used in the same procedure. Refer to the associated manufacturer report numbers 3005099803-2018-01772, 3005099803-2018-01773 and 3005099803-2018-01774 for the referenced device information. It was reported to boston scientific corporation on (B)(6) 2018 that three lighttrail single use laser fibers were used in a procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was an auriga xl 4007 console. According to the complainant, during the procedure and inside the patient, the laser fiber was used for a few minutes and it was noted that the sma connector of the laser fiber was hot to touch (captured in MFR. Report number 3005099803-2018-01772). A second fiber was used and the same issue occurred (captured in MFR. Report number 3005099803-2018-01773). A third fiber was then used and still the same issue occurred (captured in MFR. Report number 3005099803-2018-01774). The procedure was completed with a different laser console and another lighttrail laser fiber. There were no patient complications reported as a result of this event.